Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead showed one contact with high impedance. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the issue was resolved with troubleshooting. No surgical intervention will be taking place.